Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 320mg/dl with rapid deep breathing, excessive urination and extreme lethargy. Patient received no unusual treatment. During troubleshooting, customer support found that the patient had reversed the am/pm time in the pump so they were receiving the wrong basal rate. This complaint is being reported because the patient experienced hyperglycemia related to user error of having set the pump to the incorrect time.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint is overwritten. The black box begins on (B)(4) 2015. The black box data/histories for the event have been overwritten due to continued use of the pump. No evidence of am/pm reversed in the current black box. The available tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No alarm occurred during the investigation; the pump passed a time test. The pump is able to maintain time/date settings with 0 sec accuracy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.